Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise and what was thought to be electromagnetic interference (emi). The lead remains in use. No patient complications have been reported as a result of this event.